Manufacturer narrative:
(B)(4).

Event description:
It was reported that t-wave oversensing was observed when the patient was passing through the airport security gate and scanned by a metal detector. Lead damage was suspected, and provocation testing was recommended. Patient was in stable condition.